Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise post shock after cardioversion for atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.